Event description:
The customer contacted beckman coulter, inc. (Bci) to report that there have been intermittent high sodium (na) results from their unicel dxc 800 synchron clinical system for several pt samples. Some erroneously high na results have been reported. It is unk if there have been changes to pt treatment as a result of this event, however there are no reports of death or serious injury. The customer did not provide pt or sample info. The total number of erroneous results is unk. The customer stated that amended reports were filed for the erroneous results. A bci field service engineer (fse) replaced the na electrode, the electrolyte injector cup, the sample syringe plunger and rebuilt the ratio pump. The sample probe was aligned to the eic. The repairs were verified by ise calibration, qc run and precision studies. Any of the replaced components may have contributed to the problem. However, a clear root cause was not identified.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add¿l reportable events.